Manufacturer narrative:
The field service engineer (fse) found that the needle was not aspirating because the front blood detector was blocking the rotation blood sampling valve (bsv). This was causing the probe to intermittently leak in manual mode. The fse moved and tightened the blood detector and the instrument ran without any leaks and passing all backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the probe of the coulter hmx hematology analyzer w/ autoloader. The instrument was failing diff backgrounds when the leak was observed. The volume of the leak was about a drop and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.